Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer (fse) was dispatched, replaced drawer b in rack 3 and 5 and installed shorting pins to resolve the issue. Instrument is testing without error and passed all tests, checks and returned to the customer. The complaint is confirmed as a failure of bd product and the root cause is related to "faulty rack and shorting connectors". This is a known issue that has already been corrected with CAPA 410111 to install shorting boards to the rack pcbs. Service history review revealed no previous complaints for this issue. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory gram stain testing was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that there were false positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory gram stain testing was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that there were false positives.